Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced nausea and weakness. The patient took a fingerstick and the cgm reading was 230 mg/dl, and the blood glucose reading was 337 mg/dl. The patient contacted her doctor and was advised going to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 348 mg/dl, and the blood glucose reading was 288 mg/dl. It was unknown if the patient had self-treated before the second fingerstick. The patient was treated with intravenous fluids and with insulin injections. The patient was discharged after 2 hours. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026, which is off-label usage of the device. On 05/07/2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced nausea and weakness. The patient took a fingerstick and the cgm reading was 230 mg/dl, and the blood glucose reading was 337 mg/dl. The patient contacted her doctor and was advised going to the hospital. When a fingerstick was taken at the hospital, the cgm reading was 348 mg/dl, and the blood glucose reading was 288 mg/dl. It was unknown if the patient had self-treated before the second fingerstick. The patient was treated with intravenous fluids and with insulin injections. The patient was discharged after 2 hours. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed.the probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. At the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction.